Event description:
The complaint is reported as: the plastic around the wire of the stylet sheared and broke off inside the et tube. The alleged defect occurred during intubation and the pt had to be reintubated. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed for the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.